Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the rt who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the rt had difficulty shuttling the sealant down through the sheath and was not able to retract the sheath. It appeared that the sealant "began to swell inside the sheath and it looked as if it was caught on the advancer tube, the device was jammed. The device was removed from the patient and the patient was converted to 40 minutes of manual compression in conjunction with a thrombix patch. Hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012, with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The sealant was exposed beyond the end of the shuttle tube. The advancer tube on the returned device was inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The introducer sheath was inspected for anomalies. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported deployment jam could not be determined. The review of the lhr (lot f1220703) indicated that the device lot met all established performance criteria prior to shipment.